Event description:
The customer reported that the probe on the ortho provue analyzer had bent and leaked during the prior shift.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer had bent and leaked during the prior shift. The customer reported that the analyzer had posted a condition code indicating an incident in the fluidics system. The customer was not able to initialize the analyzer or perform qc testing. Info was not provided concerning the bent probe and probe drip incident. On 8/3/06 an ocd field engineer arrived on site. The fe replaced the appropriate fluidic system components and returned the analyzer to expected operation. Dilution of reagent/sample, carry over and/or cross contamination was not reported as a result of this incident. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Based on the available info, instrument malfunction could not be ruled out as a possible contributing factor.